Manufacturer narrative:
Covidien engineer verified the display missing segments. Front pcb was replaced. (B)(4). The serial number of the front pcb precedes a corrective and preventive action taken by the MFR.

Event description:
It was reported to covidien that the display was missing some segments. There was no pt involvement.